Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have been having allergic reactions that is causing tingling, itching and swelling of their tongue and lips. They would like information as what is the complete makeup (materials/ingredients) found in the aligners to give to their allergist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.